Event description:
Our rep is reporting that during an arthroscopic acl repair, a portion of the distal tips of 2 instruments broke off into the pt's joint space; the end of a 5mm offset femoral aimer and the tip of a sheath inserter. Both of the tip fragments were easily retrieved from the body without incident and the procedure was concluded successfully without further issue or harm to the pt. Also see associated MDR 1221934-2009-00239.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.